Event description:
It was reported that the patient was implanted on (B)(6), 2014 with an avenir mueller stem 4 lateral. It was reported that the patient fell six weeks post op and sustained periprosthetic fracture. Following that, the patient was revised on (B)(6), 2014: the avenir stem was replaced by a 6-inch beaded fullcoat.

Manufacturer narrative:
The manufacturer did not received explanted device, x-rays, or other source documents for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and an investigation result be available, an amended medical devic report will be submitted. Zimmer's reference number of this file is (B)(4).